Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y gastric bypass, the device was unable to fire. Another reload was used with the same handle successfully. There was no patient injury.